Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip heads of two virage screws disassembled post-operatively, resulting in the patient needing a hard collar brace. This is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-rays were provided which show that the screws have fractured and disassembled. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tulip heads of three virage screws disassembled post-operatively, resulting in the patient needing a hard collar brace. This is report two of three for this event.

Event description:
It was reported that the tulip heads of three virage screws disassembled post-operatively, resulting in the patient needing a hard collar brace. This is report two of three for this event.

Manufacturer narrative:
Corrections in b5. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tulip heads of three virage screws disassembled post-operatively, resulting in the patient needing a hard collar brace. A revision surgery was performed to explant the screws. This is report two of three for this event.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in b5, d4: lot number, d9, h3, and h6: component code additional information in b2, d4: UDI number, h4, and h6: impact, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the lower housing has fractured, resulting in the screw disassembling. Root cause: the root cause is being further investigated in an internal scar. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.